Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s ilet touchscreen became unresponsive and stuck on the lock screen the user confirmed the presence of a small crack in the device. A replacement pump was sent the user, with confirmation of receipt and setup. Tracking confirmed that the original device will be returned. No adverse health effects occurred as a result of the device damage.